Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin has a long crack from the top to all along the length of the pump. It was also mentioned that the case and the display window were damaged. Blood glucose level was unknown at the time of the incident. No further details were provided. The device has been returned for analysis.